Event description:
It was reported that the event occurred in the cath lab. Indication for use: pt had a dissection of the right coronary artery after coronary intervention. The md attempted to insert the prepped intra-aortic balloon (iab) through the teflon sheath via arterial access when resistance was met. Per the registered technician (rt), the md started pushing and pulling the catheter to try to get by the obstruction. At one point the md pulled the catheter back out and tried to wrap the balloon more manually. After the md wrapped the balloon tight with his hands, the md tried inserting the balloon again and continued to meet resistance. The md asked the rt to twist the whole catheter clockwise while he was trying to do the insertion. As a result, the sheath and iab were removed. There was delay in therapy due to having to retrieve another iab. There was no report of pt death, complications or injury. The pt outcome is the pt was stable during and after iab attempts. Reference MDR # 1219856-2011-00225 for the second event involving the same pt. Add'l info received on (B)(4)2011 from the clinical support specialist (css) stated css did go over the prep with rt and she had done all of the prep correctly. She pulled negative, the one-way valve was in place the whole time and did not come loose at any time and she did not remove the balloon from the holder until they had access in the groin with the sheath. Css discussed with rt some insertion techniques that may help if they meet resistance upon insertion in the future (hyper-extending the hip, repositioning the pt, activating the hydrophilic coating on the balloon, doing small steps for the insertion and avoiding the push pull.) While the css was in the cath lab, the css reviewed insertion with some of the other scrub staff.

Manufacturer narrative:
MFR control no (B)(4). Follow-up report will be filed if add'l info becomes available.